Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found reddish material inside the pebax and a hole in the pebax. Then, force sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. A manufacturing record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. The customer complaint can be confirmed since the damage in the pebax is related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for paroxysmal atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that that when coming on ablation, the contact force readings became very high. The force readings were within normal ranges when not ablating. The ablation cable was replaced without resolution. The ablation catheter was replaced, and the issue resolved. The carto 3 system is operating to specifications and is not responsible for the product issue. The customer¿s reported high force readings are not considered MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2020, the device was inspected and it was found with a reddish material inside the pebax and a hole in the pebax. This finding of a hole in the pebax is considered to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 12/21/2020 and reassessed it as MDR reportable.